Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt's controller screen went black when they were charging the implantable neurostimulator (ins) on friday. Patient services specialist (pss) advised resetting the controller by plugging it into the outlet, but the pt did not have the ac power cord with them and could not plug controller into an outlet. The controller did not power on when the battery pack was removed and placed back inside the controller. Pss confirmed there is no visible damage to the controller. Pss asked to inspect the recharger antenna cord for damage but they did not have the recharging antenna cord with them. Pss recommended calling back with all the external devices. The issue was not resolved. Additional information was received. Pt called back and stated the controller is not responding to ac power without the li battery inserted. Pt tried aa batteries in the controller and that did not work either. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the controller (product ID 97745 lot# serial# (B)(6) found a cracked/scratched/worn front case causing case se paration, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.